Event description:
During an ercp procedure, the physician used a wilson-cook quicksilver bipolar probe. When the device was removed from the endoscope it was noted that the ceramic tip had detached. The initial report indicated the tip was retrieved. No injury to the pt was reported.